Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. An outpatient nurse reported that the patient experienced a colonization of the stoma by an unspecified bacteria and was treated with a 10 day course of amoxicillin-clavulanic acid from (B)(6) 2025. On (B)(6) 2025, an abdominal ultrasound revealed the stoma area had no significant findings. On an unknown date, a second culture of the stoma was taken (results not reported). At the time of report, the stoma site was without signs of inflammation or purulent exudate.